Event description:
It was reported the flex deflectable videoscope image was flickering. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the object lens adhesive is peeling off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope image was flickering. There were no reports of patient harm.